Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a no flow issue. The reporter stated that ¿the pump will alarm upstream occlusion after the drip chamber empties¿, and that they were unable to give the patient the full amount of drug due to this issue. This occurred during infusion of chemotherapeutic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.